Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus element mr, ous, 2.25x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found damage noted to proximal end of stent - struts bunched in distal direction. The undamaged stent od (outer diameter) measured and was within the maximum stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. After a 0014 guide wire crossed the lesion, a 2.25x16mm promus element ¿ stent was advanced but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.